Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer reported they were unable to clear the alarm. Customer stated they were unable to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Customer returned insulin pump for alleged insulin pump error found on july 18, 2022. Insulin pump was received with partially broken retainer ring. Unable to perform displacement test and occlusion test due to partially broken retainer ring. Unable to properly lock a test p-cap or reservoir properly into the reservoir compartment. Insulin pump error appeared during testing intermittently, but insulin pump error did not appear during testing. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. Successfully downloaded insulin pump history files and traces using thus software. Insulin pump alarmed a insulin pump error on the event date of july 18, 2022 at 08:55:40.000 or 8:55:40 am. Insulin pump alarmed a insulin pump error during testing on january 20, 2023 at 07:57:16.000 or 7:67:16 am. Insulin pump was cut open to perform visual inspection and found moisture damage on the motor, force sensor and electronic assembly the following were also noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, overlay scratched, end cap address label missing, and corroded battery tube. Insulin pump error was confirmed during testing due to moisture damage on the home switch. Insulin pump error was confirmed in the insulin pump history files and traces due to moisture damage on the motor home switch. Moisture damage was confirmed found in the battery tube, on the force sensor, electrical board 1 and electrical board 2. Partially broken retainer ring was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.